Event description:
The customer reported the ventilator was alarming exhalation valve stuck open during use on a patient. The customer reported there was no patient harm. The manufacturer's service technician confirmed the reported event. During evaluation and testing the service technician reported the ventilator was unable to reach a specified system test pressure. The service technician replaced the exhalation valve to correct the problem. Extended self testing (est) and performance verification testing was completed and the ventilator passed per specifications.